Manufacturer narrative:
Dentsply Sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return has been requested and will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. We will continue to track and monitor the trend.

Event description:
It was reported there was a malfunction where image quality issues were experienced, resulting in at least 6 images to be taken.